Manufacturer narrative:
Date sent to the FDA: 04/28/2020. Summary: it was received for analysis a needle-suture piece of product. During visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle could be observed and the suture present a knot and damaged caused by use of a surgical instrument. In addition, the fixation tab is not present since, was detached of the stand due to stress applied. Due to condition of the opened sample, the assignable cause of performance fixation feature breakage intra-op suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phm381, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a knee replacement on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation feature detached from the suture. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.